Event description:
It was reported that when using the bd pyxis¿ es server, new orders were not crossing over. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the all new orders from the last night were not crossing over to every system. A technical support specialist (tss) dialed into the server and ran a downtime query, finding that the messages were not current. Restarted bd external messaging and all .net services. Reran the downtime query and confirmed that the messages are now current. The system functioned as intended after the technical support specialist troubleshot the device.